Event description:
It was reported that: "the starter awl broke during use. It broke into two pieces at the 11 mm ring. The toothed end of the awl initially remained in the femoral canal of the pt about 80-85 mm deep. After about 30 min the part was able to be extracted and the surgery was able to continue."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.